Event description:
"On or about (B)(6) 2009," a monarc was implanted to treat for pelvic organ prolapse and/or urinary incontinence." Plaintiff's attorney alleges, plaintiff began experiencing bleeding, infections, pain, pain with sexual intercourse, urinary problems, and vaginal scarring/shrinkage sometime after implant." Also alleged, "plaintiff suffered, and continues to suffer serious bodily injury and harm," and continues to receive medical treatment. Additionally alleged, plaintiff was caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering," and other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.